Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged clamp tag is confirmed; however, the exact cause is unknown. One photograph of a powerpicc with clamp tags was returned for evaluation. An initial visual observation of the photograph showed the powerpicc implanted into the patient with no securement. A clamp tag is noted in the photograph by a red circle which has been annotated onto the picture. The white colored information piece of the clamp tag has dislodged slightly from the tag. No details regarding how the damage occurred could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported white part of clamp is deformed. PICC is still being used. No patient injury was reported. No other information was provided.